Manufacturer narrative:
The user reported the controller delivered an (B)(4) bolus that they had not programmed. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Investigation of logs confirmed an (B)(4) bolus was delivered on the day of occurrence. The user was observed to enter the bolus calculator screen and did not enter any carb or bg values. Logs show the user entered a value of (B)(4) for the user adjusted bolus. No evidence of uncommanded boluses were observed in the log files. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of (B)(4) of insulin. The patient's blood glucose level (bg) was at 150 mg/dl.